Manufacturer narrative:
The customer stated that they have not had any further issues and are unable to reproduce the issue. There were no incorrect patient test results or patient ids reported. Siemen's service went onsite and did not find any issues. Service report: checked the barcode reader by using different barcodes, performed several reads, all read without issue; checked the transmission of results and checked that the entered ID corresponds with what was sent, no issue found; checked the communication setup, no issues found; checked the software, no issues found and checked the configuration of the lis, no issues found. Service stated there were no problems found and are unable to reproduce the issue. Siemens reviewed the data logs and there was nothing found that would point to a reason for duplicating sample ids. The cause of this event is unknown.

Event description:
The customer reported that the rp 500 assigned the same identification number to several different consecutive samples which were read by the barcode. There was no report of injury due to this event.